Event description:
An uncommanded table motion was reported. A field svc engineer was dispatched and replaced the hand and foot control. An extensive investigation of the old hand and foot control was conducted. The problem cannot be duplicated. System is operating normally.